Event description:
A few days after placement, a red line appeared, traveling up the patient's arm. PICC was removed and a new PICC was placed in the opposite arm. The same thing occurred. Both piccs were discarded.

Manufacturer narrative:
A chr could not be completed since the lot number was not indicated. The complaint is inconclusive since the product was not returned for evaluation.